Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact air drive device motor power was too low. It was noted that there was a lack of power and the trigger was blocked. It was also noted that the device failed pre-repair diagnostic tests for marking and labeling, the power with test bench, and starting behavior. It was noted in the service order ¿high trigger out of order¿. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Subsequent investigation was performed, including the service history review and/or the device history review, which indicated that the device had not been previously serviced within the recommended service interval timeframe. Therefore, the assignable root cause was corrected from premature wear to normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.